Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was flashing white on and off. Customer blood glucose level was unknown. Customer also stated that the after removing battery insulin pump keeps beeping. The customer was advised to discontinue the insulin pump and revert to backup plan. The device will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank, flashing white display. Isolated failure to lcd display assembly. No physical or cosmetic damage noted during analysis. Unable to test for audio/vibrate anomaly/absence of alarm due to lcd display failure. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to lcd display failure.